Manufacturer narrative:
This event involves a legal case in progress or potential litigation. The proprietary nature of the event may affect follow up efforts. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Our records indicate the patient expired more than one year ago. We have no information to suggest the death was device related. The cause of death has been researched but has not been received. Evaluation summary: no anomalies found. Full lead returned and analyzed.

Event description:
It had been reported patient slammed car door on device and then felt poorly after that. Thresholds had risen significantly, sensing unchanged and impedances were stable. It was later alleged by attorney that patient "has suffered physical injury, including but not limited to repeated and unnecessary high-voltage shocks of electricity through the chest, as well as an unacceptable increase in the risk of fracture, resulting in further injury and possible death."attorney further alleges that in 2004, patient's "defective sprint fidelis lead wires were implanted", though manufacturer's database indicates implanted was different. Also alleges as result of the lead, patient "has suffered physical and emotional injuries, including, but not necessarily limited to death, emergency and additional surgeries to remove or replace the defective leads, unnecessary shocking, additional medical monitoring, and various physical manifestations of extreme emotional distress" and has "sustained and will continue to sustain severe physical injuries and/or death, severe emotional distress, mental anguish" and "suffered bodily injury and resulting pain and suffering, disability, disfigurement, mental anguish." Review of manufacturer's database verified patient death. No allegation from a health care professional that the death was device related. Cause of death researched and not received.